Event description:
During troubleshooting of a check lines & bags alarm that appeared on the homechoice (hc) display during fill, the home patient (hp) revealed that they had disconnected and connected the final bag to heater line. The technical service representative (tsr) assisted to ended therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed due to the use error described by the patient. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. The cause was determined to be a use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.